Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to "manufacturer."

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed some pieces from her vaginal cavity and then started to not feel well. The next day she went to the emergency room and additional pieces of the pledget were removed. She reported feeling better.